Event description:
Hospital nurse reported that customer was hospitalized for low blood glucose levels. Troubleshooting was performed and pump passed all required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.